Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantation surgery the low voltage lead's helix could not be unscrewed in the body. It was replaced by another lead to complete the surgery. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.